Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 521 mg/dl. The customer experienced nausea and vomiting prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp to conduct the high pressure test. The customer did not feel safe using this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.